Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 300 mg/dl. The customer stated that they had a hard time getting his glucose sensor working. The customer was assisted with trouble shooting the sensor. The customer stated that the insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.